Event description:
The customer reported that the insulin pump alarmed meter blood glucose now after he entered his blood glucose reading. Customer's blood glucose level was 40 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.